Event description:
The customer contact reported "inaccurate flow rate." No specific pump programming or event details were provided. There were no reports of any adverse patient events while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device was received. Investigation is not complete.